Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt d) heard beep tones over the last three to four days. The shock impedance measurement from right atrial (ra) to right ventricular (rv) is about 183 ohms, shock impedance measurement was at 188 ohms from ra to can. No noise was noted and this device was reprogrammed to rv to can. Boston scientific technical services suggested consideration to perform defibrillation threshold testing (oft) given the shock vector has changed. The patient has a follow-up appointment in (B)(6) 2021. No adverse patient effects were reported. The device and competitor lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).